Event description:
It was reported that when using the bd pyxis¿ medstation¿ es amed37b main drawers 4.1 and 4.2 were not detected on the bus. The customer restarted the unit several times without success. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) reported that main drawers 4.1 and 4.2 were not detected on the communication bus, although all boards showed normal indicator lights. The fse stated that all cables and wires were reseated, connections were cleaned, and the retractor band and pyxibus cable were inspected. The fse identified an improperly seated drawer sensor related to an initial full height drawer closure failure, secured the sensor, and rebooted the station. The fse confirmed successful operation through the hardware testing application, verified application access, and validated normal functionality with user testing. The system functioned as intended after field service engineer repaired the device.